Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the anchor of the healicoil cracked during insertion. All components were removed from the patient. The back up device was used in the original hole. The procedure was successfully completed with a surgical delay of less than 30 minutes with a back up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy, the anchors of both healicoils cracked during insertion. All components were removed from the patient. The back up device was used in the original hole. The procedure was successfully completed with a delay of less than 30 minutes with an unknown back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).